Event description:
Caller states patient tested 3.3 inr and 4.5 inr on the coaguchek xs system. Patient's coumadin was held based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.